Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. There were episodes that showed noise on the ventricular channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).